Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-feb-2023. Investigation summary: the customer returned (1) 0.3ml 29ga vet syringe reporting damaged barrel. The syringe was visually inspected. Upon visual inspection, embecta was able to confirm the reported failure of damaged barrel. A review of the device history record was completed for batch# 2136583. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure of damaged / deformed barrel. A definitive root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that the bd pet syringes veterinary insulin syringe was damaged. The following information was provided by the initial reporter: wanted to report this bent syringe from a lot of u-40, syringes I purchased for my dog.

Event description:
It was reported that the bd pet syringes veterinary insulin syringe was damaged. The following information was provided by the initial reporter: wanted to report this bent syringe from a lot of u-40, syringes I purchased for my dog.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.